Manufacturer narrative:
The product family for this women's healthcare product is unk. Therefore we are unable to determine the associated labeling and dfmea to review. Although the product family is unk, the women's health product ifus are found to be adequate based on past reviews.

Event description:
(B)(4). It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced pain and injury. The litigation does not specifically state which product was used on the pt therefore an unk complaint is being entered. Add'l info has been requested but not yet rec'd.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse reactions : potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. (B)(4).

Event description:
Per additional information received, the patient has experienced pain, unspecified urinary problems, unspecified bowel problems, bleeding, dyspareunia and postoperative urinary retention. Upon additional information received, the product is now known.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced rectocele (prolapse), constipation, unspecified mesh complications, blood loss, chronic inflammation, foreign body giant cell reaction (foreign body reaction), and required additional surgical interventions.